Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date, that an unknown amplatzer piccolo was implanted using an unknown delivery system. The procedure was performed under transthoracic echocardiography (tte) and fluoroscopic imaging guidance. A stability check was reportedly performed at the time of implantation. After two months of the device being implanted, on (B)(6) 2026, it was discovered that the patient had developed aortic coarctation due to device migration. The device was reported to have shifted in position within the intended implant site approximately two months post-implantation rather than completely dislodging. The migration was identified during follow-up evaluation using transthoracic echocardiography (tte). At the time of reporting, no interventional or surgical action was taken, and the patient was managed conservatively with continued clinical monitoring. No additional information provided.